Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR report #: 2134265-2016-04706, 2134265-2016-04708, 2134265-2016-04709, 2134265-2016-04710. (B)(6). It was reported that following a coronary artery drug eluting stenting treatment procedure angina, incomplete stent expansion and reintervention occurred. The study index procedure in (B)(6) 2013 treated one 95% restenotic target lesion in the proximal to distal rca (right coronary artery) measuring 3.5x54mm. Treatment consisted of predilation, placement of a 3.0x20mm and 3.5x38mm promus element plus stents and post dilation resulting in 10% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel. In (B)(6) 2016 the patient presented with symptoms of continued angina despite anti-ischemic therapy and was hospitalized on the same day. Intravascular ultrasound of rca revealed severe atherosclerotic disease with new intimal hyperplasia throughout the entire stented segment and incomplete stent expansion in the focal area of the mid stents. The entire stented segment in rca was treated with predilatation followed by stent placement extending into r-pda (right posterior descending) branch with a 2.25x20mm synergy drug eluting stent, and more proximally in a slight overlapping fashion with a 2.75x20mm, 3.5x30mm and 3.5x38mm synergy drug eluting stents. Additional stent placement within two layers of stent was performed secondary to "persistence of recoil with neointimal hyperplasia". Following post-dilatation, residual stenosis was less than 25% with timi 3 flow. Post procedure, intravascular ultrasound revealed complete stent apposition and expansion throughout with the exception of mid rca with persistent area of incomplete expansion despite oversized and high pressure post dilatation. Additionally, 95% stenosis in the proximal lad was treated with the direct placement of 3.5 x 32 mm, 16 mm and 4.0 x 8 mm synergy drug-eluting stents in overlapping fashion. Following post-dilatation, residual stenosis was less than 25% with timi 3 flow. No further complications were reported.

Manufacturer narrative:
Additional information: relevant tests/lab data. (B)(4).

Event description:
Same case as MFR report #: 2134265-2016-04706, 2134265-2016-04708, 2134265-2016-04709, 2134265-2016-04710. (B)(6). It was reported that following a coronary artery drug eluting stenting treatment procedure angina, incomplete stent expansion and reintervention occurred. The study index procedure in (B)(6) 2013 treated one 95% restenotic target lesion in the proximal to distal rca (right coronary artery) measuring 3.5x54mm. Treatment consisted of predilation, placement of a 3.0x20mm and 3.5x38mm promus element plus stents and post dilation resulting in 10% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel. In (B)(6) 2016 the patient presented with symptoms of continued angina despite anti-ischemic therapy and was hospitalized on the same day. Intravascular ultrasound of rca revealed severe atherosclerotic disease with new intimal hyperplasia throughout the entire stented segment and incomplete stent expansion in the focal area of the mid stents. The entire stented segment in rca was treated with predilatation followed by stent placement extending into r-pda (right posterior descending) branch with a 2.25x20mm synergy drug eluting stent, and more proximally in a slight overlapping fashion with a 2.75x20mm, 3.5x30mm and 3.5x38mm synergy drug eluting stents. Additional stent placement within two layers of stent was performed secondary to "persistence of recoil with neointimal hyperplasia". Following post-dilatation, residual stenosis was less than 25% with timi 3 flow. Post procedure, intravascular ultrasound revealed complete stent apposition and expansion throughout with the exception of mid rca with persistent area of incomplete expansion despite oversized and high pressure post dilatation. Additionally, 95% stenosis in the proximal lad was treated with the direct placement of 3.5 x 32 mm, 16 mm and 4.0 x 8 mm synergy drug-eluting stents in overlapping fashion. Following post-dilatation, residual stenosis was less than 25% with timi 3 flow. No further complications were reported.